Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device.¿ this report is number 14 of 15 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03682 / 03683 & 04233 / 04235).

Event description:
It was reported in medical records received that during a hip revision procedure, patient experienced a calcar fracture during implantation of the femoral stem. Cables were implanted to fix the fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. Revision of op notes stated the surgery was performed for left femoral neck nonunion; left total hip arthroplasty and hardware removal. During the placement of the final stem an anterior calcar crack resulted and was repaired with a 2mm cable across the crack and it was fixed with a cable sleeve. Post-operative diagnostic imaging report revealed that status post total left hip replacement with good position and alignment of the prosthetic elements. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed due to medical records. Device history record (DHR) was reviewed and found one deviation: major pit distal end glass bead blast stem (1 pc). Function not effected and no adverse affects anticipated; therefore, the deviation was accepted. Product was not returned so no product evaluation could be conducted.. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.